Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose values. The customer¿s blood glucose at the time of event was 32 mg/dl. The customer treated with food. The customer stated that the insulin pump¿s settings seem to be too high. Customer stated she had reached out to the doctor and trainer and some adjustments were made. Troubleshooting was declined. The customer will reach out to the doctor again to check the settings. The insulin pump will not be returned for analysis.